Event description:
Approx 15 mins into bypass the blood flow rate from the centrifugal pump dropped from 4.9 liters per minute to 2.0 liters per minute without any change in pump rotations per min. This reduction in flow was traced to an obstruction in the duo membrane oxygenator. Both the centrifugal pump and the membrane oxygenator were changed out to resolve the blood flow problem. As a result of the change out about 2500 ml of blood was disposed of with the original centrifugal pump and membrane oxygenator, requiring that it be replaced with homologous blood. The pt appears to have suffered no ill effects from incident.